Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. Please note add'l devices implanted in the pt and related to this event.

Event description:
In 2004, the pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. The pt was last seen in 2008, and the pt was noted to have aneurysm growth and a left iliac aneurysm. According to the physician, the pt cancelled office visits and does not travel due to dementia. No further info is available.